Manufacturer narrative:
(B)(4). The product has been returned. The investigation is in process. A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 88 mg/dl and 452 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.